Event description:
Customer's family member called to report the pump has unresponsive. It was stated that whenever the up arrow was pressed the pump turned off and restarted when a bolus was attempted. No information could be retrieved from the device. Additionally, it was stated that the customer was snowboarding and the pump may have been damaged. Customer's family member also stated that the customer was hospitalized for dka and was on the pump at the time of the admission. Customer reverted to back up plan of manual injections.